Manufacturer narrative:
There was no known patient involvement. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in united states. Laboratory results provided by the customer showed ntm positive results. This is a first for this machine and it was immediately pulled from service. The perfusion director of the hospital of this complaint states that the water sample that tested positive could have been contaminated and the result a false positive. The device is cleaned and disinfected regularly per the instruction for use no contaminated source identified if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report of that the post disinfection sample of a 3t device resulted positive to mycobacterium. There is no patient involvement.